Event description:
It was reported by svc report that the side rail did not lock properly. There was pt involvement; however no adverse consequences are reported.

Manufacturer narrative:
Lubrication grease dried on siderail causing locking pin not to move.